Event description:
Patient underwent gastric bypass procedure (early feb. 2003). Patient then experienced post-op abdominal pain. Second surgery performed two days following initial surgery to repair gastric leak discovered near staple line. Patient status unknown.